Manufacturer narrative:
One photo was shared by the customer, where the body of the spiros is observed to be broken off from the rotating luers, no additional damage or anomalies beside the mentioned are observed. Received one (1) used unit ch2000sc-10 spiros connected to one (1) used list# unknown infusion set and one (1) used partial unit ch2000sc-10 spiros connected to one (1) used partial list #unknown infusion set for inspection. Each of the spiros rotating luers were broken off from the body of the spiros. There was sufficient welding on the joint and no anomalies that would suggest a manufacturing defect. Internal quality testing was reviewed from the spiros lots and there were no failed spiros from that lot. The weld area of the test samples was evaluated and found to look similar or less complete in welding than the returned samples. The reported complaint can be confirmed. The probable cause is unknown. Lot history review was performed and no relevant non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a spiros®, closed male luer w/red cap, 10 units where it was reported they had 2 spiros incidents of breaking. There was patient involvement and no human harm.